Manufacturer narrative:
The insulin pump was received with unresponsive act button due to j2 lcd keypad connector unlocked. Unable to verify failed battery test, display anomaly or perform the self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. The insulin pump passed stop current test. The insulin pump had cracked case at the display window corners, battery tube threads, missing end cap sticker, minor scratched and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received a failed battery alarm after battery change. The customer's mother reported that the buttons were unresponsive. The customer's mother stated that the insulin pump was dropped. The customer's blood glucose was around 460 mg/dl at the time of incident. The customer's mother also reported that the blood glucose reached over 500 mg/dl. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.